Event description:
Pt was implanted with plates and screws from the sternal reconstruction set approx 1 month ago. Pt is a diabetic and experienced difficulties with wound healing and infection. A f/u x-ray showed one of the self-drilling screws to be backing out. Pt was returned to the operating room and surgeon removed the lower plate and screws. No add'l implants were placed.

Manufacturer narrative:
Manufacture site and manufacture date could not be determined without a lot number. Could not be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.